Event description:
Health care professional (hcp) reported during the months of october, november, december and january, patients (pt) serum laboratory tests revealed high bicarbonate levels (specific levels are unknown) with use of this 1550 hemodialysis machine. All patients bicarbonate levels have returned to within normal limits as of 2/24/99.